Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump received with single black line on the display due to open lcd driver pin. Insulin pump was received with cracked reservoir tube lip, minor scratches on lcd window and cracked battery tube threads.

Event description:
It was reported that the insulin pump had a display anomaly. The blood glucose reading was 202 mg/dl. The customer stated that there was a black bar across the insulin pump's display. No significant events leading to the display anomaly were observed. Advised replacement of the insulin pump. Nothing further reported.